Manufacturer narrative:
The following fields were updated due to additional information: d9. Returned to manufacturer: yes. H.3 device eval by manufacturer? Yes. D9. Device available for eval? 10-oct-2025. Investigation summary: bd received three samples and 11 photos for investigation. The customer samples underwent a visual inspection, during which all three samples failed due to cracks and gel defects. The customer photos show multiple tubes with an abnormal distribution of gel and cracks on the bottom of the tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: damaged/cracked and gel airbubbles. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube, the tube body cracked and specimen leaked in 10 devices. Additionally, before use the gel additive was smeared up the side of the tube wall in 10 devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1 initial reporter facility name: e1 initial reporter facility name: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube, the tube body cracked and specimen leaked in 10 devices. Additionally, before use the gel additive was smeared up the side of the tube wall in 10 devices. No adverse impact was reported regarding the patient or user.